Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of automatic mode switch due to atrial lead noise was observed. Provocation testing performed confirmed the noise and the device was reprogrammed to resolve the issue. The patient was in stable condition.